Event description:
It was reported via legal documentation that a patient had a right knee arthroplasty and then approximately 8 years and 6 months later all devices were surgically revised for polyethylene wear with osteolysis and loose femoral/tibial/patellar button. There is no other information available. No images were provided.

Manufacturer narrative:
Concomitants: 200-02-38 - three peg patella 38mm 2035466; 200-04-55 - cemented finned tib. Tra sz 5f/5t 1969347; 230-03-05 - optetrak asy,cr cemented femoral, sz 5, 1639970. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, tibial loosening, and patellar loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.